Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issue. Additional information from the field representative indicates that this lead exhibited intermittent capture at high capture thresholds and pacing not delivered when required. This lead was found to be micro-dislodged. This lead was successfully replaced. The patient was hospitalized for one night. No additional adverse patient effects. The product was returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issue. Additional information from the field representative indicates that this lead exhibited intermittent capture at high capture thresholds and pacing not delivered when required. This lead was found to be micro-dislodged. This lead was successfully replaced. The patient was hospitalized for one night. No additional adverse patient effects. The product was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of loss of capture, high capture threshold, pacing not delivered when required and dislodgement.